Manufacturer narrative:
The device was received for evaluation. During functional testing the reported 'speaker inoperable' was verified as low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was identified as the speaker being loose. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker was inoperable. There was no patient involvement. No additional information is available.